Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the inline sheath of the dcs was used. A balloon aortic valvuloplasty (bav) was performed using a 16fr non-medtronic balloon. An aortography noted unspecified trace aortic regurgitation. The vascular closure system (manufacturer unknown) tore from the vessel wall causing a dissection in the right common femoral artery (rcfa). Compression of the rcfa effectively reduced bleeding. Subsequently, an 8mm covered stent was placed from the contralateral crossover which resolved the dissection. The day following the valve implant bleeding from the groin access site was observed. Baseline hemoglobin measured 9.5 grams per deciliter (g/dl). The day of valve implant the hemoglobin measured 10.2 g/dl and 4 hours later measured 11.3 g/dl. The day following the valve implant the hemoglobin measured 11.5 g/dl. Two units of blood were transfused. The event was reported resolved the next day. The physician indicated this dissection was possibly related to the delivery catheter system (dcs) and causal to the procedure. The bleeding was reported causal to both the dcs and the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-envpro-16, product type: compression loading system. Product ID: evolutpro-29, product lot/serial number: (B)(6), product type: heart vale, implant date: (B)(6) 2018. Product ID: non-medtronic sheath-16, product type: external sheath. Product ID: non-medtronic closure device, product type: vascular closure device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.